Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Labeling indicates: no system errors: if you get a system error ¿ such as no readings, sensor error, or signal loss ¿ you won¿t get g6 readings or alarm/alerts.

Event description:
It was reported that an adverse event occurred. The patient stated the sensor was inserted into thigh on (B)(6) 2019. During the day on (B)(6) 2019, she experienced a hypoglycemic event; however, no specific symptoms were provided. An ambulance was called, and emergency medical services (ems) gave her an injection of glucagon. She improved and refused to be taken to the hospital. At the time of contact, she was distracted, having difficulty remembering what happened during the event; however, she reported that she as receiving intermittent sensor errors lasting 1.5 to 3 hours and stated that as a result she was not getting alerts soon enough when her glucose was dropping. Data was provided for investigation. The problem or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.